Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14448. It was reported through a research article identifying abbott resynchronization therapy defibrillator (crt-d) systems that may be related to cardiac deaths and heart failure hospitalizations. Specific patient information is documented as unknown. Details are listed in the literature article, titled "targeted left ventricular lead implantation strategy for non-left bundle branch block patients". The study analyzed 191 subject implanted with abbott crt-d systems at 12 months follow up. Of these, 39 subjects had "heart failure events", 8 of those being cardiac deaths and the other 31 being hospitalizations due to heart failure.